Event description:
The following information was reported to gore: on (B)(6) 2022, the patient underwent a procedure to treat a popliteal aneurysm using a gore® viabahn® endoprosthesis with heparin bioactive surface. The guidewire used during the procedure was a v-18. The guiding sheath used for the procedure was a halo one¿ thin-walled guiding sheath 6fr. The device was advanced to its intended location with no reported issue. The deployment line of the delivery catheter was pulled for deployment of the stent graft. It is unknown if the deployment line broke during deployment. It was reported the stent graft did not fully expand at the distal end. An attempt to fully deployed the distal end of the stent was made by advancing a 6 x 150mm ultraverse¿ pta balloon across the distal portion of the device that was undeployed. The balloon was inflated, however, the stent graft remained partially expanded. A second attempt was made with a dorado¿ pta balloon dilatation catheter 5 x 40mm balloon that was also unsuccessful.

Manufacturer narrative:
Engineering evaluation: the engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. The endoprosthesis was not returned, and the deployment line was unremarkable. Therefore, engineering evaluation of the device could not confirm the reported failure mode. Additional manufacturer narrative: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.